Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00323. The patient has two systems. This issue pertains to the supra-orbital system (off-label). As it is unknown which lead is the right lead, both leads are being included in the report. It was reported the patient's right supra-orbital lead had eroded through the skin (date of event unknown). Subsequently, the physician pulled and cut a portion of the lead, stitched the site and administered topical antibiotic to the site and bandaged it. Surgical intervention will take place to address the affected lead.

Event description:
Device 1 of 2. Follow-up identified the patient underwent surgical intervention to explant the right supra-orbital lead. Additionally, the skin erosion has resolved. Since it is unknown which of the two leads is located on the right side, both devices have been documented with an explant date.